Event description:
Please update the complaint summary to the following: it was reported that, during a photoselective vaporization of the prostate (pvp) procedure, the internal shaft of the fiber broke. The fiber was replaced, and the procedure was completed using the new fiber. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The DHR review confirmed that the device met all material, assembly and performance specifications. No manufacturing deviations were noted that could have contributed to the allegation reported. The instruction for use (IFU) was reviewed. The IFU states: caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that, during a photoselective vaporization of the prostate (pvp) procedure, the internal shaft of the fiber broke. The fiber was replaced, and the procedure was completed using the new fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual and microscopic inspection of the fiber tip identified the metal cap was detached and the outer flow tube was damaged. The fiber was functionally tested with the hene (helium-neon) laser fixture and there was a visualization of the fiber body. The fiber passed the connector segment verification test. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to a glue failure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. There was no evidence that the device was not used in accordance with the IFU. According to the instructions for use (IFU), these state: do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. A risk review was completed and confirmed that the event of fiber/break defined in the risk documentation. Based on the information provided, unintended use error caused or contributed to event was selected as the most probable cause for the complaint.

Event description:
It was reported that, during a photoselective vaporization of the prostate (pvp) procedure, the internal shaft of the fiber broke. The fiber was replaced, and the procedure was completed using the new fiber. There were no patient complications.